Event description:
It was reported that the patient had multiple pillars implanted and recently one had to be removed because it was extruding. No other information known about patient or event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not analyzed as it has not been returned. (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.